Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Non-physiologic oversensing due to noise and likely due to small p-wave amplitude observed on stored atrial lead electrograms. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance was steady at approximately 529 ohms through (B)(6) 2015, then varies considerably between approximately 625 and 1700 ohms from (B)(6) 2015 to (B)(6) 2016, then goes out of range (B)(6) 2016. Analysis of the device memory indicated a p-wave amplitude measurement issue. Maximum p-wave amplitude is consistently below 2 mv. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). Far-field r-wave oversensing observed on stored atrial lead electrograms.

Event description:
It was reported that the atrial lead had high/unstable thresholds, dramatic impedance variances including high impedance triggered an alert, far field oversensing, noise, suspected insulation damage, and was suspected to have a possible fracture. A lead revision was attempted but the physician was not able to gain venous access so the lead was remains in use. It was later reported that mode switching was occurring inappropriately due to the noise on the atrial lead. Reprogramming was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.